Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was stuck weird bluescreen. The technical support specialist (tss) ran package (B)(4) (rss agent 4.12 med and pas package, build 10), which initially failed. Tss then remotely accessed station la-a-endo5, logged out and back in as cfnadmin, and enabled the "set auto login for cfnapp" option on both station config utility shortcuts. The station was rebooted, after which the station anesthesia application launched properly. The issue was resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was stuck on a blue screen. However, there were no delays or adverse events or injuries reported based on this event.